Event description:
It was reported that the device was used during a laparoscopic band procedure, the device worked fine for the first couple of uses. However, after the 15th clip firing, the surgeon was able to fire right through the lock out. Could hear the crunch sound. The device was fired on some fat tissue to demonstrate how easy it was to fire through the lockout. The clip formation was correct. There was no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.